Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) was 372 mg/dl. The customer changed the infusion set. Tandem technical support was unable to determine a cause of the occlusion prior to the infusion set change. A system check was performed using the current supplies on the pump and the cartridge and infusion set tubing were found to be operating as expected. The customer had reconnected the tubing back to the same infusion set site and was to monitor the performance.